Event description:
Rep reported that the shunt broke in the patient's head possibly due to an external force. It was also reported that there was an infection. It is not known if the infection had anything to do with the valve. It was later reported that the patient passed away apparently due to systemic mrsa.

Manufacturer narrative:
Codman has requested the device for evaluation. It is not clear if the device will be available for investigation. A lot number has not been provided without the device and/or lot information. Codman is unable to conduct a proper investigation. If at some point the device and/or lot information does become available a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.